Event description:
It was reported that a device failed the occlusion test. There was no pt involvement.

Manufacturer narrative:
MFR ref no.: (B)(4). Baxter received and evaluated the device. Upstream occlusion and downstream occlusion tests were performed per spectrum service manual with unit passing. The unit also passed additional upstream occlusion and downstream occlusion tests.